Manufacturer narrative:
Correction: section a3: gender: no information. Section d6a: if implanted, give date: in initial report, the correct implant date should have indicated unknown, information not provided, as there was no information indicating the lens was removed /replaced during same procedure. Section d6b: if explanted, give date: in initial report, the correct explant date should have indicated unknown, information not provided, as there was no information indicating the lens was removed /replaced during same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that vitrectomy was performed on patients eye. Customer does not know if there was any patient contact. No further information is available.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.